Event description:
The pt experienced no stimulation sensation, even when adjusted to the highest settings. Pt stated they are very active and work out in the field. Company representative confirmed pt was not able to feel stimulation after trying multiple programming settings. Pt programmer kept resetting after interrogation and operation with company representative recommended pt change battery (alkaline variety). Further follow up from the pt indicated they had surgical replacement of the lead in 2009. It was noted that the device "seemed to short out" prior to the lead replacement. The pt is now no longer having problems with their device and is "doing good again."